Manufacturer narrative:
The lens was not returned for evaluation. The lot number was not identified, so a device history record (DHR) review could not be performed. Based on the information provided, we are unable to determine a root cause.

Event description:
It was reported that the lens was loaded into the cartridge. The split tip of the inserter was noticed when advancing of the lens began and before the lens had any contact with the patient.